Manufacturer narrative:
The explanted devices were discarded by the medical facility, and will not be returned for evaluation.

Event description:
A report was received that a patient's precision system was explanted. No further information was able to be obtained by the explanting physician.